Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the initial procedure had no issues and was successful at the time of insertion. At no time was there any belief the product was damaged or broken after insertion. The procedure was finished and went well. On later date, after operation, the patient fell and aggravated his shoulder. Patient had x-rays on which showed ¿a new tiny man-made density projecting between the acromion and the humeral head measuring 4 x 1 mm.¿ further x-rays on then showed ¿there is a metallic clip in the subacromial space.¿ an ultrasound also showed ¿a small amount of fluid is identified in between the acromion and head of the humerus. More inferior and deeper, along the proximal/medial humeral head there is a collection of fluid measuring 3.4 x 2.2 x 2.3 cm.¿ an additional surgery was then completed by the surgeon to remove the inspace balloon with ¿balloon removed intact without fluid with metal fragment inside it.¿ according to the surgeon, the tip of the inflation cannula broke off in the neck of the device. With the inflation cannula not visible prior to the deployment and inflation of the device, staff did not notice a difference in the cannula.

Event description:
It was reported that the initial procedure had no issues and was successful at the time of insertion. At no time was there any belief the product was damaged or broken after insertion. The procedure was finished and went well. On later date, after operation, the patient fell and aggravated his shoulder. Patient had x-rays on which showed ¿a new tiny man-made density projecting between the acromion and the humeral head measuring 4 x 1 mm.¿ further x-rays on then showed ¿there is a metallic clip in the subacromial space.¿ an ultrasound also showed ¿a small amount of fluid is identified in between the acromion and head of the humerus. More inferior and deeper, along the proximal/medial humeral head there is a collection of fluid measuring 3.4 x 2.2 x 2.3 cm.¿ an additional surgery was then completed by the surgeon to remove the inspace balloon with ¿balloon removed intact without fluid with metal fragment inside it.¿ according to the surgeon, the tip of the inflation cannula broke off in the neck of the device. With the inflation cannula not visible prior to the deployment and inflation of the device, staff did not notice a difference in the cannula.

Manufacturer narrative:
Device investigation conclusions: based on the event description, communication log, visual inspection, functional testing it can be concluded that: 1) the device DHR is complete, and the device was released for commercial and clinical use according to specifications. 2) the metal tube broke at the filling hole. Such breakage can occur when the user does not follow the instructions for the procedure (sealing and detaching the implant "turn it all the way"), rotating the knob less than 50% of complete rotation while applying excessive vertical force on the device which is not required in order to operate the device correctly (do not use excessive force). As a result, plugging was not fully complete, leakage of fluid had occurred and the metal tube broke this potential scenario also suggest the deployer was not inspected after use as indicated in the IFU (inspect the inspace¿ deployer parts after use to ensure they have not been damaged and that no parts have remained in the body). 3) the root cause for the reported event is use error. The reported failure mode will be monitored for future reoccurrence.